Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Sudden loss of vacuum during irrigation/aspiration. Seemed to be clogged tubing. Could not finish the surgery until a new set was primed.

Manufacturer narrative:
One collection cassette with tubing was received in a plastic bag along with a pack label. Visual inspection found the assembly dirty with fluid in the lines and what looks like organic debris visible in the in-line filter sock. A functional test was performed using a stellaris pc. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The assembly did not display weak irrigation or aspiration. The assembly is not clogged.